Manufacturer narrative:
Method: the suspect device was received for analysis. A device history record is in progress at this time. Results: eval and investigation results will be provided once they are completed. Conclusions: at this time the investigation and analysis are still in progress. A follow up report will be submitted upon completion. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for add'l investigations.

Event description:
Fill volume: 400ml. Flow rate: 100ml/hr. Procedure: IV solumedral infusion. Cathplace: IV. This is report 2 of 6; please reference: (B)(4). Pt 2, pump 1 of 5. It was reported by a pharmacist that 6 incidents of fast flow occurred during infusion of solumedral with 6 individual homepumps and two pts. For pt 2, there were a total of 5 pumps, each one was used daily and it was reported that each one ran in about 3 hours. No pt consequences was reported.